Manufacturer narrative:
(B)(4). Insulin pump passed displacement, and self tests. No pump error was noted during testing; however, pump error were found in the pump history file both due to software errors.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Troubleshooting was performed. The insulin pump failed the self test and the alarm recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.